Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delayed therapy due to stability criteria resetting the detection count while the patient was experiencing ventricular tachycardia (vt). Several sequences of anti-tachycardia pacing (atp) were delivered, occasionally accelerating the rhythm to ventricular fibrillation (vf). The ICD delivered therapy and the shocks terminated the arrhythmia. Follow up with the clinic revealed the device was reprogrammed and remained in use. The clinic also reported that the patient died approximately two weeks later. The cause of death was found to be unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.